Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that device system hangs up after system boot. Review of the system log file showed does not have anything related to ¿system hang up after system boot¿. Upon further troubleshooting action, fse checked generator status, exposure and fluoro test, device passed the tests. Fse performed tube adaptation. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that, during a procedure fluoro image was white. No harm has been reported to philips. Philips has started an investigation of this complaint.